Event description:
During a percutaneous coronary intervention procedure of a target lesion in the mid right coronary artery (rca) the physician advanced a 2.5 x 23mm cypher stent but was unable to place it in the intended location. During removal of the device, the stent dislodges from the sds. The device was retrieved from the femoral artery. There was no reported injury to the pt.